Manufacturer narrative:
The fse replaced the front bezel and resolved the reported issue. Although the front bezel was not returned for failure investigation, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
02aug2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit¿s navigation ring is not working properly. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated navigation ring was not functional although able to make parameter changes on screen and green check is working. Further information is pending.